Event description:
Cannula was inserted into patient's aorta. The tip's metal insert separated from the cannula and was removed from the cannula when the stylet was withdrawn. User continued to use cannula for the remainder of the procedure. There was no patient injury.